Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: pump was returned with normal, audio, remote bolus and temp basal sound settings set to "vibrate". Vibration at the power up alert observed. A normal bolus and an audio bolus of 10u each was delivered; vibration detected with each delivery. Investigators were unable to duplicate complaint of intermittent vibration during this investigation. The display is dim/faded (pink). A battery compartment crack with moisture.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.